Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and archive data review. The root cause of the fault code was due to corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to seize and prevent the brake to open or close during activation. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Therefore, this type of corrosive damage is indicative of infrequent daily checks, as a result of user mishandling. In addition, the presence of the hole on the load plate cover observed during the visual inspection could escalate the corrosion on the brake housing area of the drivetrain motor by allowing the moisture inside of the platform. Upon visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal, multiple cracks on the front enclosure at the screw well area, and the top cover cracked at the handle area. The probable root cause for the observed physical damages was user mishandling. The load plate cover, front enclosure, and top cover were replaced to address the damages. Also, noted the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The impact of a sticky clutch was not severe enough to make the platform non-functional. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon powering on, thus confirming the reported complaint. No brake was activated when the device was powered on. Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion and preventing the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. The archive data was reviewed and showed multiple fault code 16 errors occurred on the customer's reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. No patient involvement.